Event description:
The home pt contacted baxter's technical service center regarding a system error 2367 message that appeared on the display of the home pt's homechoice machine during dwell 4/4 of their automated peritoneal dialysis therapy. Follow up with the home pt's nurse indicated the home pt forgot to clamp off their unused supply line during therapy. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.